Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: there were loss of prime warnings observed in the black box. The pump failed to recognize the cartridge during the load step. The pump's force sensor was not detecting the correct force. There was corrosion in the battery compartment. The battery compartment was found to be cracked. Moisture corrosion was found on the internal components of the pump.